Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during basal delivery. The customer's blood glucose (bg) level was 304 mg/dl with small ketones. The customer changed out the cartridge, resumed insulin, and also took a manual injection of insulin.